Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed self test with these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the reported malfunction was not replicated or confirmed. The electrodes were visually inspected and put through testing without duplicating the malfunction. No trend is associated with reports of this type.